Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. Investigation noted the battery was low at the time of event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. There was no patient involvement reported with the event.